Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data. D10: product received on 01/28/2020. H3, h6: investigation summary. Flow: device interaction/ functional . Visual inspection: it was noticed that the needle was bent and missing protection sleeve. The needle is little bit loose. Functional testing: it was noticed that slider and body was sticking at some places. Hence the complaint is confirmed. Dimension analysis: it was not performed due to post manufacturing damage. Conclusion: the complaint condition is confirmed. A definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery) which may led device to be jammed. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.006. Synthes lot # ft00217. Supplier lot # ft00217. Release to warehouse date: nov 10, 2016 . Supplier: (B)(4), llc. No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it is reported that a customer notified us that they are having an issues with a synthes instrument. Depth gauge 2.0/2.4mm (p/n: 319.006; s/n: (B)(4)). It is not measuring smoothly. The sliding sleeve is sticking at certain points. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).